Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detached from hub event on (B)(6) 2025. The infusion set was in use for 23 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005999 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005999 was manufactured according to the work instruction (wi) version 96 and packaging in the multivac m10 on 10-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing of the lot 4c00320 was manufactured according to the work instruction (wi) version 61 and manufactured in the line sc08, on 08-mar-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4c01183 was manufactured according to the work instruction (wi) version 61 and manufactured in the line sc05-sc06, on 09-mar-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4c00381 was manufactured according to the work instruction (wi) version 61 and manufactured in the line sc05-sc06, on 10-mar-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4a02640 was manufactured according to the work instruction (wi) version 59 and manufactured in the line sc05-sc06, on 11-jan-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.